Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant the patient experienced syncopal episodes and atrioventricular-nodal reentrant tachycardia. The right ventricular (rv) lead exhibited a capture issue and chronic low r-waves. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was reprogrammed.